Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported during the fill tubing process the customer observed insulin squirting out of the end of the tubing instead of usual drops of insulin. The customer's blood glucose was 209 mg/dl. Reportedly, the customer changed supplies and resumed insulin delivery.